Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina, dyspnea, myocardial infarction and stenosis are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, a 2.5x15mm xience sierra stent was successfully implanted in the proximal circumflex coronary artery lesion. On (B)(6) 2018, the patient was hospitalized for chest tightness and shortness of breath. Elevated troponin was observed and a myocardial infarction was diagnosed. Per imaging, in-stent restenosis was noted. There was no device malfunction. As treatment, another percutaneous intervention was performed in the 2.5x15mm xience sierra stent. The event resolved without sequela. No additional information was provided regarding this issue.